Manufacturer narrative:
The case description states that the dexcom was giving inaccurate values. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the patient history buffer (phb) file shows that the pod was receiving valid estimated glucose values (egvs) from the continuous glucose monitor (cgm) during use. The cgm was not investigated and therefore it could not be determined if any issues were found with the dexcom and whether it was giving inaccurate values. The phb showed that the algorithm was correctly adjusting the suggested insulin in response to user inputs and egvs. No problems were found with the system however it could not be determined whether the dexcom displayed inaccurate values.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the dexcom app gave inaccurate values of 4.3 mmol/l (77.4 mg/dl) when the blood glucose (bg) levels were in fact 24 mmol/l (432 mg/dl). Ketone levels were reported to be 3.4 mmol/l (61.2 mg/dl). The patient was vomiting and was taken to the emergency room (ER). The doctor advised the lg to remove and apply a new pod to rule out a pod failure. The pod was worn on the patient's arm for between 5 and 24 hours. The pod was disposed of at the hospital. The lg believes the issue occurred because the dexcom app was not working. The patient was given insulin at the hospital and was discharged after 6 hours.